Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that in surgery the distractor was adapted to bone prior to osteotomy. It was checked for activation but hexagonal coupling broke off. The broken device was not implanted and new distractor has been used. There was no report of patient harm. There was a surgical delay of four minutes this report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not for diagnosis. (B)(6). Date of birth: reported as 2007. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the hexagonal coupling is broken off as complaint. Unfortunately, we are not able to determine the exact cause which has lead to this occurrence. We do suppose that the applied mechanical force (beyond its calculated design) has been resulted in the breakage of the coupling. The views of the broken surfaces due not show any anomalies. Note that the curvilinear distractor was analysed for conformance to print specification, as well as the device history records were researched. No abnormal findings were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.